Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to wound dehiscence. According to the patient, there was an area that was not healing at the edge of the incision. There were no additional adverse patient effects reported. The ICD remains in service.